Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 6-october-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The field service engineer replaced the bad sample detection assembly. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from 5-september-2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under section 7-2: list of flags are as follows: flag: ma meaning: mismatch between reading and order (calibration) action: use reader info cal.: reject result: -- flag: ss meaning: insufficient sample action: do not assay cal: reject result: incomplete. The most probable cause for the ss and ma flags was the bad sample sensor assembly.

Event description:
On (B)(6) 2017, a customer reported they were not able to calibrate the ipth on the aia-360 instrument. When the customer attempted to perform a reagent check, an error occurred. There was no description provided and the reagent check stopped. When the customer skipped the reagent check and started her calibration, she was not able to calibrate. Multiple ss and ma flags appeared. The 360 appeared to expect a calibrator sample cup in only select positions. However, the calibration screen display indicated the correct calibrator position and also stated that it needed 3 test cups. The aia-360 was rebooted and repeated attempts did not resolve the issue. On 6-october-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in the reporting of quality control results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.